Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-00983 for the spyscope ds ii access & delivery catheter and 3005099803-2025-01032 for the spy ds controller. It was reported to boston scientific corporation that spyscope ds ii and spy ds controller were used during a biopsy procedure in common bile duct for the treatment of common bile duct stricture on february 20, 2025. It was reported that when spyscope was connected to spyglass the screen turned grey with dots. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.